Event description:
According to the facility, while pulling contrast from the contrast bottle, air was observed within the line.

Manufacturer narrative:
According to the facility, while pulling contrast from the contrast bottle, air was observed within the line. The presence of air in the line required staff to be extra cautious due to patient safety concerns, which slowed down the case. There were no reports of air entering the patient. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Update to e1, d9 and h3. After further investigation, it has been determined that the telephone number of the facility is (B)(6). The fax number is (B)(6). The device was returned to and evaluated by the manufacturer on 03/24/2026. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.